Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury (surgical procedure) associated with the posterior leaflet perforation appears to be due to clip interactions with patient pathology/ morphology while entangled in chordae/ troubleshooting. The cause of the reported entrapment of device (clip caught on chordae) could not be determined. The reported image resolution poor was associated with difficult visualization due to chordae and proximity to a previously deployed clip. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention, hospitalization, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip caught in chordae causing leaflet damage, requiring surgical intervention. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. First clip implanted successfully. Second clip (xt 30316r1015) became stuck in chordae when crossing the valve. Maneuvering was attempted but the clip became further entangled. Able to get out enough to make grasp and deploy the clip. Once deployed, the mr became worse. A posterior leaflet perforation medial side was observed, thought to be due to the xt (30316r1015). Third clip attempted but could not adequately reduce mr. The was procedure aborted, mr reduced to 3+. Patient was sent to surgery next day for valve replacement instead. No additional information was provided.